Manufacturer narrative:
On april 28, 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. A blue dye on shell was noted. Multiple attempts have been made to obtain a clarification of it. However, no additional information has been provided. Leak test was performed, according with mentor procedures, and a tear was observed at the union between shell and suture tab, located at 6 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this 9375199 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 20, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned implant, mentor became aware that the suspect medical device's lot number is 9375199. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prosthesis implantation procedure with a 650cc mentor cpx4 with suture tabs, med height, smooth tissue expander, suffered deflation, post-operatively. As a result, the patient underwent removal and replacement with another 650cc mentor cpx4 with suture tabs, med height, smooth tissue expander (catalog: 3509215, lot: 9373795, sn: (B)(4)) on (B)(6) 2020.